Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported that she had a blood glucose of 513 mg/dl, and had discarded her last infusion set, so she could not use her insulin pump. The customer stated that when she had originally inserted the infusion set, she felt pain, but there was not a bent cannula or other obvious isse. It was not possible to troubleshoot for the customer's high blood glucose, as she had discarded the infusion set. The cusotmer was advised to revert to a back-up plan until replacement sets were received. Nothing further was reported.